Manufacturer narrative:
(B)(4). Additional information indicates the cause of this peritonitis event was related to use error-break in aseptic technique. A week after being discharged from the hospital, the patient became sick and was re-admitted to the hospital for the ongoing case of peritonitis. The cause of the peritonitis was the patient made mistake/touch contamination, further described as the patient touched the end of the pd catheter. The patient was treated with cefazolin, 1000 mg daily for 1 week (route not reported), for the peritonitis. Pd therapy was discontinued, the pd catheter was pulled, and hemodialysis was initiated. The patient was discharged from the hospital. At the time of this event, the patient was recovering from the event of peritonitis. This complaint for the report of use error-break in aseptic technique is confirmed. The cause was not determined. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported that a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd). Therapy was ongoing. The cause of the peritonitis was unknown. The patient was treated with cefazolin ip (dose and frequency were not reported) for the peritonitis. On a later date, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the event of peritonitis. Per the nurse, the event of peritonitis was unrelated to dianeal therapy. (B)(4).

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 4 involved in this peritonitis event.